Manufacturer narrative:
Result: sensor coil cable.

Event description:
It was reported by service report that the footend will not go up or down. It is unk if there was pt involvement or if there are adverse consequences to report.